Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: when the surgeon tried to mate the (B)(4) and the eeaorbil together, the two would not mate. The surgeon tried to mate the two instruments together for 10 plus minutes. Pt is currently in ICU. The surgeon had to remove the orvil device from the stomach pouch. Then the surgeon closed the enterotomy with an add'l staple load. Upon inserting a second orvil device, they were also not mating as expected and they were able to get the instruments to approximate. When the device was fired, the anastomosis was not complete all the way around which resulted in a leak. After trying close the anastomosis with the endo stitch, we were unable to gain access and visualization of the back of the anastomosis, the surgeon was unable to fix the leak without converting to an open procedure. They converted to open and hand sewed the anastomosis to fix the leak. There was no bleeding reported in excess of 250 cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).